Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery is planned to replace the implanted tibial insert for a new device. Revision surgery will be done as soon as the customer specific device is available, the reason of the revision: the liner worn.